Event description:
Doctor experienced exposed bulking material in a pt that had been treated with a urethral bulking material. The dr stated that the pt had problems with retention and while on self-catheterization, the material extruded and was later removed cystoscopically. No additional info was provided and no further complications were reported.